Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 0.3ml 31ga 8mm tw 10bag 500 twn had foreign matter on the needle. This occurred on 2 occasions before use. The following information was provided by the initial reporter: black discoloration on needle. The hcp said 5~6ea of syringes in the box were defective, but already threw away, only 1ea was left.

Event description:
It was reported that syringe 0.3ml 31ga 8mm tw 10bag 500 twn had foreign matter on the needle. This occurred on 2 occasions before use. The following information was provided by the initial reporter: black discoloration on needle. The hcp said 5~6ea of syringes in the box were defective, but already threw away, only 1ea was left.

Manufacturer narrative:
H.6. Investigation summary customer returned (40) 3/10cc, 8mm, 31g syringes (20 in open poly bags, 20 in sealed poly bags) from lot # 9042911. Customer states that there is black discoloration on the needle. All returned syringes were examined and 2 syringes (both from the open poly bags) exhibited material on the cannula shaft. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely epoxy/adhesive splatter on the cannula. A review of the device history record was completed for batch # 9042911 all inspections were performed per the applicable operations qc specifications. There were two (2) notifications [(B)(4)] noted that did not pertain to the complaint. Investigation conclusion: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description : no root cause determined. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.